Manufacturer narrative:
Occupation- purchasing. PMA/510(k) number- unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an unknown universa ureteral stent could not be placed despite three attempts using three different approaches. The use of a larger outer sheath, wire relubrication, and fluoroscopic imaging were not effective in helping to place the stent. Additional event and patient outcome information has been requested.

Manufacturer narrative:
Event description: as reported, an unknown universa ureteral stent could not be placed despite three attempts using three different approaches. The use of a larger outer sheath, wire relubrication, and fluoroscopic imaging were not effective in helping to place the stent. Additional event and patient outcome information was requested but not received. Investigation - evaluation: reviews of instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history records could not be completed due to lack of lot information from the user facility. A review of relevant manufacturing documents was conducted. It was concluded that controls are in place to assure functionality and device integrity prior to shipping and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: ¿instructions for use note: prior to use, immerse stent in sterile water or isotonic saline to allow the hydrophilic surface to absorb water and become lubricious. This will ease placement under standard conditions.¿ ¿how supplied upon removal from package, inspect the product to ensure no damage has occurred.¿ a definitive cause for the incident could not be determined. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.